Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.

Manufacturer narrative:
Provided device evaluation and coding.

Event description:
It was reported to philips that the device won't turn on. A philips field service engineer (fse) was dispatched to the customer site and the reported issue could not be confirmed. The device was tested and the fse was unable to reproduce the customer's reported problem. Upon conclusion of the evaluation, the fse was unable to duplicate the reported problem. Testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.